Event description:
Related manufacturer reference number: 2916596-2021-06280. It was reported that during pump preparation, the "prime pump" feature was initiated and the (B)(6) froze. The pump did not start. The timer was displayed during preparation, but the application did not start/prime the pump on the first attempt. The heartmate touch application was closed and reopened and the application unfroze. On the second attempt the pump primed appropriately. After the pump was primed, the pump was tested and started at 3000 rotations per minute (rpms) and the speed was increased and decreased. The adjustments worked without any issues. The pump preparation was completed and the device was passed off for implantation. At the time of the pump start, the device was started at 3000rpms but it did not start. The power was increased to approximately 6 watts, but the speed remained 0 rpm and the pump off alarm remained. During this occasion the (B)(6) did not freeze, the commands just did not seem to be accepted. ¿command not accepted¿ was not displayed on the heartmate touch. After first attempt to start pump did not work, the patient had to go back on bypass. The decision was made to switch to a system monitor. Again, when the pump start button was pressed, the power elevated but the speed remained 0 rpm. The patient was put back on bypass. The modular cable was disconnected and reconnected, and the pump start was attempted again. The device started with no issues. There was no significant delay in the implant procedure but the patient did have to go on bypass briefly twice. The (B)(6) in question and bluetooth adapter have been removed from use until further evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate touch app freezing after attempting to initiate priming was not confirmed. It was reported that the app was unfrozen by closing and reopening the app. The pump was then primed appropriately. The heartmate touch was not returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The heartmate touch kit, serial number dmpxj0mhhp83, was shipped to the customer on 31jan2021. Heartmate 3 instructions for use (IFU) (rev. B) chapter 7 ¿alarms and troubleshooting¿ and the heartmate touch communication system quick start guide (rev. B) under ¿troubleshooting guide¿ provide troubleshooting steps to resolve a frozen heartmate touch app. The IFU also covers all system controller alarms (visual and audible), including the pump off alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) (rev. B) chapter 4 ¿heartmate touch communication system¿ explains the operation of the heartmate touch system, including how to start and stop the pump via the clinical view on the heartmate touch app. Section 5 ¿surgical procedures¿ explains how to prime the pump using the heartmate touch app. No further information was provided. The manufacturer is closing the file on this event.